Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, product receipt date, and device evaluation summary. Additional information was received indicating the subject device was returned due to an image issue. During evaluation, it was observed, when the device was connected to the video processor, no image was shown. This failure was due to the charged coupled device (ccd) sensor's defectiveness, and no further damage was found. Exposure to excessive heat, or humidity may explain the camera ccd sensor failure. In addition, error e331 was displayed on the monitor during testing. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the video function did not function properly due to a defect in the ccd-u (charge-coupled device), causing a defect in which images were not displayed. It has been over 3 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus hd autoclavable camera head for an unspecified fault. Upon inspection of the customer¿s returned device it was observed, the image disappeared/darkened, and the visual field was suddenly lost due to a faulty charged coupled device (ccd). This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The product receipt date is not available currently. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.